Event description:
It was reported the system had an "ma sensor fail error" and an intermittent "x-rays disabled error." The ma sensor failed is a by-passable error, however the intermittent x-ray disabled may cause the system to shut down. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.